Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood with blood glucose was 400 mg/dl. Customer stated that they had low blood glucose level in the morning. Customer stated that the infusion set was leak. The insulin pump will not be returned for analysis.